Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which the caller acknowledged and understood.